Event description:
I am a fire investigator. I recently responded to a fire involving a sundash radius st-48. The fire was contained to the electrical cord that connects the main unit to the door. This appears to be a design flaw. The bundle of electrical wires contained in the protective sleeve hid arching wire from immediate observation and detection. This arch heated and eventually flamed up while in use by a customer. The fire was extinguished with a dry chemical extinguisher. The design flaw is the hinge has a sharp bend in the electrical bundle. The more the door is opened and closed the more the potential for the wiring insulation to break down. (B)(6) is the place of business. Place of recreation or sports - (B)(6). Investigators: (B)(6) fire incident # (B)(6). Document number: (B)(4). Report number: (B)(4).